Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an alarm iab catheter inspection required was generated. The customer tried to press the start key several times, but the same alarm occurred and they could not start therapy. After confirming that the iab was not inflating by x-ray, it was manually inflated with a syringe, and then connected to the device again and tried to start therapy, but could not be started. The iab was replaced to continue therapy. There was no reported injury or adverse event to the patient.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was observed on the catheter tubing and the inner lumen approximately 56.9cm from the iab tip. A second kink was observed on the catheter tubing 75.7cm from the iab tip. The extender tubing was also returned. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and a leak was observed at the catheter y-joint at the y-fitting. The reported problems were most likely triggered by a leak in the catheter tubing which was found at the y-fitting. Though we are unable to determine when the leak may have occurred, it is likely that they caused the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).